Event description:
Additional information received indicated that the patient was hospitalized during treatment for a suspected infection. The patient received intravenous antibiotics. A culture was performed which came back negative for the implant as the cause. The only symptom was hyperemia at the site where the pump was implanted. An analysis was performed by the allergist who requested removal of the implant. The patient was discharged and went home. Subsequently, there was a new hospitalization for the removal of the implant. The patient was discharged and continued treatment with oral antibiotics at home. The patient returned for the post-operative consultation and still had hyperemia in the skin but with improvement after the removal of the implant. The patient did not follow-up on the treatment, so there was no further information. The pump was removed and discarded without a request for explant investigation. The distributor was not notified of the removal and they did not have access to the case after the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D6: it was reported that the pump was implanted on (B)(6) 2024; however, per manufacturer records the pump was manufactured on (B)(6) 2024. The date (B)(6) 2024 is considered an approximate date of pump implant (specific year known only). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported via the patient that a severe allergic reaction caused/triggered by the device had occurred. The company representative was also informed by the physicians that the reaction was compatible with rejection/allergy to the device. The issue caused intense suffering, health risk, abrupt interruption of treatment, physical and emotional complications, and a long recovery time.  One year after implant, the patient had a severe cutaneous allergic reaction at the site of implantation of the pump refractory to corticosteroid therapy.  The location of the issue was the device pocket. Infectious process was excluded by laboratory tests and peri-pump tissue culture. Due to the refractoriness of the case, the allergist requested immediate removal of the implant. The pump was explanted and would not be replaced.  Environmental/external/patient factors that may have led or contributed to the issue were unknown.  It was further reported that it was important to note that there were no prior communication to the distribution about the intention to remove the equipment, which made it unfeasible: including the following; the proper monitoring of the procedure, technical guidance on handling and conservation of the explanted device, and compliance with the flow necessary for the evaluation of the material at the factory.  The patient's age and weight at the time of the report were unknown or would not be made available.